Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing thought to be caused by a rate related bundle branch block while riding a bike. The patient was admitted and the local boston scientific representative was asked to see this in-patient and performed a capture all sensed in all vectors; at the time the device was programmed to secondary vector times one. Optimization was performed which confirmed that the primary vector was the best vector and the device was reprogrammed to primary vector times one. Troubleshooting consisted of having the patient perform exercise and maneuvers in different positions to check for stability of r to t wave ratio. All testing showed good sensing and the device programming was kept in primary vector. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing thought to be caused by a rate related bundle branch block while riding a bike. The patient was admitted and the local boston scientific representative was asked to see this in-patient and performed a capture all sensed in all vectors; at the time the device was programmed to secondary vector times one. Optimization was performed which confirmed that the primary vector was the best vector and the device was reprogrammed to primary vector times one. Troubleshooting consisted of having the patient perform exercise and maneuvers in different positions to check for stability of r to t wave ratio. All testing showed good sensing and the device programming was kept in primary vector. Data was provided for review and boston scientific technical services agree with the new programming setting of primary vector with gain times one and recommended continue monitoring. No additional adverse patient effects were reported. This device and electrode remain in-service.